Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) did not have any energy. The customer stated that there was no monopolar or bipolar energy, and they were unable to change any settings. The customer power cycled the iesu; however, the issue persisted. The surgeon did not want to further troubleshoot and elected to convert the case to open surgery. The customer then contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse viewed system logs and no errors were noted. The tse suggested to power down the system and iesu, reseat the cables on the back of the iesu, and power the system back on. The customer stated that they were headed back into the room, but they planned on bringing in another vision side cart (vsc) for the case to follow after this.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the iesu associated with this complaint and performed failure analysis (fa) evaluation. The iesu was analyzed and the customer reported issue could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was sent to the original equipment manufacturer (OEM) for further investigation. During the servicing, the equipment was calibrated, and a technical safety check was performed verifying that the equipment met specifications. In addition, follow-up was performed with the customer and it was reported that there was no energy coming from the iesu and the procedure was converted to open surgery.

Event description:
Refer to h10/h11 for follow-up information.